Manufacturer narrative:
Approximate age of device 69 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient experienced suspected device thrombosis, with hemolysis and abnormal lvad parameters. On (B)(6) 2016 the patient's international normalized ratio (inr) was 3.5, plasma free hemoglobin (pfh) was 50 g/dl, and lactate dehydrogenase (ldh) was 1035u/l. The patient's reference range for ldh was 125 - 220 u/l and pfh less than 30mg/dl while on aspirin and warfarin. There were concerns for pump thrombosis, and the patient was started on a heparin infusion. Platelet mapping was ordered and revealed good platelet inhibition and large fibrin contribution to clot. On (B)(6) 2016, a ramp echocardiogram study was performed and revealed a decrease in left ventricle size with increasing pump speed. The patient was started on tissue plasminogen activator (tpa) on (B)(6) 2016. On (B)(6) 2016, the patient's pfh returned to normal at less than 30 mg/dl, but ldh remained elevated at 738 u/l. It was reported that the tpa was partially successful, but evidence suspected pump thrombosis remained. On (B)(6) 2016, the patient underwent a pump exchange for suspected pump thrombosis.

Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple attempts for product return were sent to the customer with no success. The report of suspected pump thrombosis could not be confirmed because the pump was not returned for investigation. Moreover, a specific cause for the reported hemolysis as well as a direct correlation with the device could not be determined. Evaluation of the submitted log file revealed several moderately elevated pump power values correlating with elevated estimated flow values; however, a specific cause for the parameter fluctuations could not be conclusively. The pump power and estimated flow parameters appeared to be on a downward trend throughout the log file while average pi appeared to remain relatively stable. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.